Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing, intermittent unspecified malfunction alarms occurred. The customer continued to use the pump but ultimately reverted to an alternate method of insulin therapy. Customer¿s blood glucose level (bg) was 600-650 mg/dl. Customer address high bg with a manual dose of insulin.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.